Event description:
A customer contacted baxter product surveillance to report an issue with one ce intermate sv 100. According to the report, the customer noted a leak "outside the container" near the port while it was being filled with nacl. There was no patient involvement and, therefore, no adverse event or patient injury in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The customer reported condition was confirmed during visual inspection. The cause was identified as solvent which was not applied to the tubing, prior to assembly. Awareness training for the solvent-welding operators was performed in order to address this issue.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.